Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported by the patient grandmother her grandson stated the transmitter fell off his leg. The patient's grandmother reported that her grandson was in diabetic ketoacidosis. The hospital was visited for the first time on (B)(6) 2024, overnight on (B)(6) 2024 and last week (B)(6) 2024 . The patient had normal pump upload treatment, and their stay in the hospital lasted for one day. No further information was available.

Manufacturer narrative:
Initial and final MDR 1889878-MDR 3003442380-2024-07354-device 5 of 5.